Event description:
The report received from the affiliate indicated that six-hours after the interventional procedure for precise carotid stent placement, the patient experienced hypotension. The patient was treated with medications, dopamine hydrochloride was administered and the patient's blood pressure recovered. There were no reported neurological symptoms for the patient during the hypotensive event/episode. The patient's blood pressure returned to baseline two days after the event. The patient had two (2) precise stents implanted during the procedure: a 9 x 40 mm and a 7 x 30 mm stent. No additional information is available.

Manufacturer narrative:
The target lesion for the procedure was the right internal carotid artery. The lesion was reported to be: an 80% stenosis, mildly calcified, and not tortuous. There were no reported procedural complications, device deviations or adverse events reported during the index procedure. The products are not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report# 9616099-2009-00042 and #9616099-2009-00043.